Manufacturer narrative:
Vyaire medical file identification: (B)(4). A third party field service technician went onsite and evaluated the device. The technician was unable to duplicate the first issue which was battery low alarm. The technician replaced the flow valve to resolve the problem found in service. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported battery low alarm and delivered tidal volume exceeding high limit on the lap top ventilator 2200. The customer reported there was no patient involvement associated with the reported event.